Event description:
Customer initially reported that they had received an error 6 message due to the date and time not being correctly set on their precision xtra meter. The customer subsequently reported they were unable to test due to not having received a replacement meter. Customer reported losing consciousness twice at home. Due to experiencing symptoms (type of symptoms unknown), customer was treated at a local hospital and received a glucose reading of 612 mg/dl. Customer was diagnosed with hyperglycemia. Treatment received at hospital is not known. Customer self-treated with glipizide two days after the incident and drank water. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The problem reported by customer was a delivery issue. No investigation is required. If any additional info is received, a follow up report will be filed.